Event description:
The customer reported a fluid leak of unspecified volume (two or three drops) from the probe of a coulter act diff analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures, which were ultimately unsuccessful at correcting the issue. The instrument was considered inoperable and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer replaced the diluent filters and the instrument stopped leaking. A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed that the customer had replaced the diluent filters and did not observe a leak. (B)(4).